Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist provided a letter of recommendation. The dentist states in the letter that the patient to cease their current treatment with byte due to having dental implants. This is a contraindicated patient for the dental implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.